Manufacturer narrative:
The serials number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation, as current location was unknown. Without return of the device, no definitive conclusions could be drawn regarding the clinical observation. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
Additional manufacturer narrative: this is one of six manufacturer reports being submitted for this article. Model of device is unknown. As per the article, all of the bovine pericardial prosthetics implanted were edwards lifesciences perimount (6900 or 7000tfx) or magna mitral ease (7300tfx) pericardial valves. Nevertheless, there is no information about which specific device was implanted in each patient. The date of the event is unknown. However, according to the article, patients underwent mitral valve replacement between january 1996 and july 2018. The date article was received for publication was used as the occurrence date (8 sep 2021). Article citation: han dy, park sj, kim hj, jung sh, choo sj, chung ch, lee jw, kim jb. Bioprosthesis in the mitral position: bovine pericardial versus porcine xenograft. J chest surg. 2022 feb 5;55(1):69-76. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article " bioprosthesis in the mitral position: bovine pericardial versus porcine xenograft", the following was identified involving edwards devices: a (1) patient with unknown edwards valve implanted in mitral position underwent mitral valve reoperation for paravalvular leak after an unknown implant duration.